Manufacturer narrative:
(B)(4). The device was not returned and a complete evaluation could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. The event history log review and sample analysis were not performed as part of the evaluation since the device was not returned for evaluation. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a hernia. The cause of the hernia was not reported. It was unknown if the patient developed the hernia prior to starting pd therapy or if the severity of the hernia had worsened as a result of pd therapy. The patient was not hospitalized for the hernia. The patient underwent a surgical repair procedure for the hernia. Pd therapy was temporarily discontinued during recovery. At the time of this report, pd therapy was ongoing and the patient was reported to have recovered from the hernia. No additional information was available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.